Event description:
The reported event was a venous bloodline disconnect from a tesio catheter at second hour of treatment. Blood loss reported as 300cc. No venous pressure alarms sounded after the disconnection. The rn reported that the connection "appeared to loosen up". There were no adverse affects with the pt and the incident, according to the rn at the clinic. Medwatch filed on the blood loss.